Event description:
During a lap prostatectomy procedure, the device did not function. No further information is available. Procedure was finished with same like product. No patient consequence reported.